Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck, the issue occur after the guidewire was all the way through the catheter. Prior to putting the first farawave catheter in, the guidewire was stuck, and the catheter was unable to deploy into flower. A new farawave catheter was pulled, but prior to putting it into the patient, the catheter repeatedly initialized on the farastar generator. Any bump or fast movement of the cable caused the farastar generator to not detect the catheter. Troubleshooting included unplugging and plugging the farastar cable back into both the catheter and the generator. Possible water damage on the farastar cable during the exchange of the catheters, so a new farastar cable was pulled. The problem persisted, so a new catheter was pulled. This time everything worked, and the procedure was completed successfully. The device is expected to be returned. Merit inqwire used as guidewire, no entanglement occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
During the product analysis, an attempt to insert the guidewire with rotation was made and it was unsuccessful, and it was noted that the guidewire lumen was completely broken inside the distal inner hypotube caused by the mechanical stress of pebax break and delamination, and the collapsed braid, these issues are related with the inability to insert the guidewire inside the guidewire lumen. The reported event was confirmed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck, the issue occur after the guidewire was all the way through the catheter. Prior to putting the first farawave catheter in, the guidewire was stuck, and the catheter was unable to deploy into flower. A new farawave catheter was pulled, but prior to putting it into the patient, the catheter repeatedly initialized on the farastar generator. Any bump or fast movement of the cable caused the farastar generator to not detect the catheter. Troubleshooting included unplugging and plugging the farastar cable back into both the catheter and the generator. Possible water damage on the farastar cable during the exchange of the catheters, so a new farastar cable was pulled. The problem persisted, so a new catheter was pulled. This time everything worked, and the procedure was completed successfully. The device is expected to be returned. Merit inqwire used as guidewire, no entanglement occurred.